Manufacturer narrative:
Final device analysis revealed no significant anomalies. The device was returned with the capsule separate form the delivery system. The capsule trocar needle was advanced but no blood or tissue was present. The plunger was broken.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. The capsule fell off the delivery system upon removal from the pt. No serious injury to the pt was reported.